Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced four hypoglycemic episodes in (B)(6) 2012, after a cochlear implant surgery and has come off the pump, and she thinks there may be a problem with the pump. The date of the patient's surgery was not specified. The reporter stated that the patient continued on insulin pump therapy during the procedure and the healthcare provider adjusted pump settings for the surgery. The reporter stated that they were told to use a temporary basal rate but she could not recall what the rate was. The patient was reportedly on pain medication following the surgery and was not eating normally; when the pain medication was decreased, the patient started eating better. The patient had also reportedly lost 12 pounds following the surgery. The reporter stated the patient's bg dropped low on four occasions in (B)(6) after the surgery. The reporter noted that on three incidents his bg was 34mg/dl but the reporter could not provide dates for these incidents. The reporter stated that with each incident the patient was treated by emt with an IV and that the patient was responsive but was having seizures and was combative. The patient was reportedly transported to the ER for these incidents and treated with IV and released with bg around 100mg/dl. The most recent low bg reportedly occurred on (B)(6) 2012 and the patient's bg went down to 24mg/dl and the patient was unresponsive. The emts reportedly administered IV glucose and the patient was taken to the ER; the patient reportedly had hit his head due to falling from the low bg and the patient had a CT scan while at the hospital. The reporter could not recall if the patient was disconnected from the pump while at the ER or not for any of these incidents. The reporter stated that after these low bg incidents, the patient has discontinued insulin pump therapy and is using injections. The reporter noted that the patient seems to be scared of going back on the pump. The reporter also noted that multiple emts mentioned that the severe low bgs may be related to pump function. The reporter stated that the patient did his own set changes and she was unsure if he was ever connected to the pump while performing set changes. The pump was not available for review at the time of the initial call. The reporter agreed to call back with the pump in hand for troubleshooting. Customer technical support has made attempts to reach the patient and/or the reporter for troubleshooting, without success. This complaint is being reported due to the allegation that the patient experienced severe hypoglycemia requiring medical intervention and due to the allegation that the pump was not delivering insulin as intended.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.